Event description:
The manufacturers service representative reported the blower and blower motor controller pcb board were replaced.

Manufacturer narrative:
No patient data available from customer upon request.

Event description:
The international customer reported the ventilator alarmed with vent inop due to an air valve liftoff failure. The customer reported the device was in use on a patient and there was no patient harm. Vent inop signals the operator that the ventilator is not capable of supporting ventilation and requires service. During a vent inop condition, the ventilator enters a safe state, where the safety valve is opened and new alarm condition detection is discontinued. If the ventilator is attached to a patient when this condition is detected, the ventilator must be replaced immediately. The manufacturers service engineer confirmed the reported problem. The service engineer reported a replacement blower and blower motor controller pcb board has been ordered for service. Completion of service is pending.

Manufacturer narrative:
Completion of service pending.